Manufacturer narrative:
The device was received by the manufacturer for evaluation. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the aseptic battery housing opened during a procedure. The non-sterile battery did not fall out of the housing. There was no exposure to the patient or the sterile field.